Event description:
The customer's mother stated that the customer may have been connected while priming the insulin pump. The customer's blood glucose reading at the time of the phone call was 108 mg/dl. It was advised to take the customer to the emergency room to be checked, in case the customer was connected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.